Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration data confirmed that all signals for calibrators were within expected ranges. Further analysis indicated that the samples reacted with the monoclonal antibodies of the hivag detection module of the assay. However, based on the results of the elecsys hiv ag confirmatory test, the samples were classified as false reactive in the hivag module and, consequently, in the elecsys hiv duo assay. The root cause was attributed to a sample-specific discrepancy. The customer was advised to perform confirmatory testing for repeatedly reactive samples in accordance with recommended confirmatory algorithms, including western blot and hiv rna tests.

Event description:
The initial reporter alleged discrepant reactive results for two patient samples tested with the hiv duo elecsys e2g 300 assay on the cobas e 801 analytical unit. The first sample, collected on (B)(6) 2020, generated a reactive result with a median value of 6.20 coi (hivag 6.2 coi, ahiv 0.0391 coi). Subsequent polymerase chain reaction (pcr) testing on (B)(6) 2020 showed a negative result for both pool and individual testing. Western blot testing on (B)(6) 2020 showed a reactive result for hiv-1, with gp41++ and gp120++ bands. The second sample, collected on (B)(6) 2020, generated a reactive result with a median value of 8.92 coi (hivag 8.92 coi, ahiv 0.058 coi). Western blot testing on (B)(6) 2020 also showed a reactive result for hiv-1, with gp41++ and gp120++ bands.